Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, the customer was unable to charge the pump using the tandem-provided wall power adapter and usb cable. There was no reported adverse impact to the customer's blood glucose level. A new charging cable and wall adapter was sent to the customer. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malf code ¿ unknown issue was verified, but the hw: ac power charger-not charging and hw: usb cable-not charging issue could not be verified. The information will be used for tracking and trending purposes.